Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's lead had migrated and the extension was disconnected from the lead. Surgical intervention was undertaken wherein the lead and extension were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Corrected: d6a - date of implant. Corrected: d6b - date of explant. Corrected: h6 - health effect - clinical code.